Event description:
During baxter's functional testing of a spectrum pump, the device alarmed "system error 105". There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom "system error 105" caused by sheared motor mount screws. The motor screws were replaced.